Event description:
Sorin group received a report that during set up, there was no power to the s5 roller pump. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set up, there was no power to the s5 roller pump. A sorin group field service engineer technician was dispatched to the facility. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.